Event description:
The operator accidentally splashed architect (B)(6)ag/ab combo (B)(6) control 3 in the eye when removing a bubble from the control cup. The operator was using a pipette with a bulb to aspirate the bubble, but released the bulb too quickly which caused a puff of air in the cup and splashed architect (B)(6) ag/ab combo (B)(6) 3 control in the eye. The operator was not wearing protective eyewear. No specific operator information was provided. The operator washed the eye in an eyewash and received (B)(6) due to the (B)(6) control 3 exposure.

Manufacturer narrative:
Corrected information, common device name, corrected to control, (B)(6). Review of complaint text showed that user injury is related to incorrect use, since the user did not wear safety glasses when the issue occurred. - ticket searches determined that there is no atypical complaint activity for the likely cause lot and the 12 month tracking and trending report review determined that there are no adverse trends and no nonstatistical trends identified for the complaint issue. Based on this data, the product is performing as intended and no product issues were identified. - review of the product labeling concluded that the issue is sufficiently addressed. Based on this data, the product is performing as intended and no product issues were identified.

Manufacturer narrative:
This report is being filed on an international product architect system hiv ag/ab combo controls, list 4j27-12, that has a similar product distributed in the u.s., architect system hiv ag/ab combo controls, list 2p36-10. (B)(4). The operator was educated regarding the use of personal protective equipment. Evaluation is in progress. A followup report will be submitted when the evaluation is complete.